Event description:
It was reported that during a gynecological procedure, the twizzle tip electrode was introduced to begin removing the septum. The twizzle tip electrode would not stay above the scope and kept swiveling around the scope. The sheath was then changed and the scope was placed through the cervix. The whole sheath pulled back and detached. A 10mm resectoscope was used to remove the septum. The procedure was extended by 40 minutes and the patient was under general anesthesia.